Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not bolus for meals and does not manage diabetes well. There was no device/supply issue. Blood glucose (bg) was 500 mg/dl. Ketone level was moderate and was considered as being dangerous by a healthcare provider. The customer went to the emergency room (ER) for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin/fluids. After 24 hours, the customer was discharged from the ER with a bg of 200 mg/dl. The customer was stable and "back to normal". The customer resumed pump therapy.